Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. However, unit alarmed failed self-test during self-test due to faulty electrical component on the radio frequency board. No cosmetic damage noted.

Event description:
The customer's healthcare provider reported via phone call that the insulin pump alarmed failed self-test. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.